Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front and rear 2-wire therapy electrodes. The root cause of the gel leak was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The area was described red, bumpy and broken open due to scratching. The patient indicated that the belt was leaking gel and that the gel contributed to the irritation. The patient was issued a replacement belt. The patient reported that he discussed the irritation with his doctor but was not prescribed anything. Multiple attempts to follow up with the patient were unsuccessful. The final medical outcome of the irritation is unknown at this time.